Event description:
It was reported that (3) devices were used during a lung volume reduction. It was reported by the affiliate that the surgeon was using the devices along with buttress material for the case. The 1st ez45g instrument was being fired as the other ez45g was being prepared. On the 7th firing, using a reload, the device would not fire. The 2nd ez45g wouldn't fire at all. Two new ez45g instruments were used to complete the case. There was no consequence to the pt.